Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief. X-rays confirmed a lead migration. Reprogramming was attempted and unable to resolve the reported issue. A revision procedure was performed to reposition the lead and restore therapy.